Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. The stretched tip was unable to be confirmed; however, the tip was separated. The resistance advancing and removing could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The investigation concluded that the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
Subsequent to the previously filed medwatch, the guide wire was returned with the tip separated, and the separated portion was not returned. Follow-up information from the account confirmed that the tip did not separate during the procedure and that after the procedure the tip was confirmed to be still intact, just stretched.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80-90% stenosed, heavily calcified lesion in the chronic totally occluded (cto) distal right posterior tibial artery. A 6-french non-abbott introducer sheath was placed. The hi-torque winn guide wire met resistance while crossing the lesion due to interactions with the patient's anatomy. During withdrawal of the guide wire, resistance was met due to interactions with the patient's anatomy and the tip of the guide wire was suspected to be separated. The unspecified balloon dilatation catheter (bdc) and guide wire were removed as a single unit. Upon withdrawal of the guide wire, the tip was confirmed to be stretched, not separated. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new hi-torque winn guide wire was used to successfully complete the procedure. There was no additional information provided.